Event description:
It was reported by the customer "we have had three cases of the catheter becoming occluded. After troubleshooting and chest x-rays, we identified observable kinks in the catheter with prevents flushing, requiring all the piccs to be replaced." This report will address the three kinked piccs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.